Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported a blood glucose value of 544 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis, confusion/disorientation, vomiting, fall, malaise, blurred vision, and polydipsia treated with IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit and hospitalization: overnight stay. The customer reported the cause of the diabetic ketoacidosis was unknown. The event involved product(s) mmt-864a, mmt-326a, and mmt-1780kpk. Troubleshooting was performed partially, and the customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported high blood glucose. The customer declined to continue with troubleshooting. No further complications were reported. No product return is required for mmt-864a. No product return is required for mmt-326a. Mmt-1780kpk was requested and the customer response was the device would be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 29-jul-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 29-jul-2024 isted on smartsolve. Dailytotalcollectionstarttime = (B)(6)2024 00:00:00.000 dailytotalofallinsulindelivered = 40.3 dailytotalofbasalinsulindelivered = 31 dailytotalofbolusinsulindelivered = 9.3 (B)(6)2024 13:43:44.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.2 bolusamountdelivered = 3.2 (B)(6)2024 21:09:38.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6.1 bolusamountdelivered = 6.1 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 29-jul-2024 in the formatted history file. The pump was received with the original battery cap with a broken 1 heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.